Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12243. Related manufacturer reference number: 2938836-2019-12248. It was reported that the patient presented at a follow-up in-clinic with a fever when it was discovered that the patient had developed an infection. It was noted that there was vegetation on the leads. The system was explanted with no complications. The patient was stable before and after the procedure.